Event description:
A total knee replacement surgery was performed on the patient guided by the device. The physician reported the patient specific instruments did not register on the bone of the patient. The physician used traditional instrumentation to continue and finish the procedure. This caused a delay of approximately 30 minutes. No other injury or significant blood loss was reported.

Manufacturer narrative:
A review of the internal documentation and the device did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.